Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient appeared to have lost power on the morning of (B)(6) 2013 with probable anoxic brain injury. The log file submitted showed a clock reset. Upon restoration of power, pump operation was normal. It is unknown as to how long the pump was off.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.